Event description:
It was reported that the patient experienced recurrent bout of chronic heart failure (chf) and episodes of bradycardia related to sinus node dysfunction. The patient was found to have significant atrioventricular node conduction disease. The device was explanted and replaced. The patient was enrolled in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced recurrent bout of chronic heart failure (chf) and episodes of bradycardia related to sinus node dysfunction. The patient was found to have significant atrioventricular node conduction disease. The device was explanted and replaced. It was also reported that patient experienced dyspnea, increasing lower extremity edema, weight gain and abdominal distention. The patient was enrolled in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.